Manufacturer narrative:
The device has been received by the manufacturer; however, the investigation has not yet begun.

Event description:
It was reported that during the infusion of an unknown cytostatic medication, various leaking splices were detected. The device was reported to have been replaced without further issue. There was no harm to the patient-reported. No additional information is available at this time. MDR 1 of 2.

Manufacturer narrative:
The returned (B)(6) infusion sets were pressure leak tested and a leak was detected at the distal bifurcated junction of the inlet tubing bond. The probable cause of the leakage was a small tubing tear that is typical of unintentional external forces applied during use.